Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 1.9mm. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). During procedure, after pre-implantation balloon aortic valvuloplasty (pre-bav) the patient had a complete atrioventricular block (cavb). The valve was successfully implanted at depth of 5mm at ncc and 5mm at left coronary cusp (lcc). After valve placement, the block did not resolve, and a temporary pacemaker was inserted before returning to the intensive care unit (ICU). On the same day a pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete heart block was reported following pre-implantation balloon aortic valvulopasty. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported hospitalization, surgical intervention, and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed, and the patient was hospitalized for rhythm monitoring. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received on (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported stable.